Event description:
It was reported that a clearlink solution administration set was unable to connect to the intravenous cannula. The device was twisted and moved which did not allow for natural coupling with the other device. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and the sets torqued as required (connected) with no twisted or move of the sets. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.